Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited elevated defibrillation impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead was returned in one piece. Electrical and x-ray analysis was normal with no anomalies found. Visual inspection noted additional findings of two insulation abrasions breaching the ring electrode lumen in between the shock coils with procedural damage to the inner lumen, ptfe liner and etfe cable coating. Internal insulation abrasion breaching the superior vena cava cable lumen proximal to superior vena cava shock coil with intact inner coil lumen and etfe cable coating. Further analysis found two external insulation abrasions breaching the superior vena cava cable lumen with intact etfe cable coating at the suture tie impression region and one external abrasion breaching the superior vena cava cable lumen with missing cables proximal to suture tie impression. The cause of external insulation abrasions is consistent with friction to suture tie and friction to the device can.